Manufacturer narrative:
Follow-up submitted with evaluation results provided by customer which determined that the power cord was severed (cut in half) causing sparks and damage to the head wall of the hospital room. It was also reported that the bed was close to headwall and the top of the frame was below the bottom of the headwall protector causing the power cord to sever and spark. Customer performed evaluation.

Event description:
It was reported that the power cord was severed causing sparks and damage to the hospital wall. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Event description:
It was reported that the power cord was severed causing sparks and damage to the hospital wall. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.